Event description:
It was reported that this pacemaker system exhibited noise and high out of range impedance measurements for the right atrial (ra) lead. The noise was reproduced in bipolar configuration. Technical services (ts) was consulted and noted magnetic resonance imaging (MRI) was not recommended due to the lead integrity concern. The ra lead was explanted due to an insulation issue. This pacemaker remains in service. No additional adverse patient effects were reported.